Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of noise and inappropriate therapy was not reproduced in the laboratory. The device was tested on the bench and using automated test equipment and no anomaly was found. All device functions were normal.

Event description:
It was reported that the patient received inappropriate therapy due to noise. The device was explanted and replaced.